Event description:
This micro dissector was too fragile for the polyp to be removed, and a second snare was required to complete the procedure. There was no impact on the patient; the snare that had become mobile (and therefore ineffective) was replaced, nothing remained inside the patient, and no additional injury occurred. The procedure was slightly longer (but negligible). The only consequence was the use of two snares instead of one for the procedure.

Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).